Event description:
Patient presented with pain at the chest incision site after engaging in contact sports. Due to the persistent pain, the patient requested device removal. Physician brought the patient into the operating room, removed the ipg, and closed.